Event description:
Caller reported customer's device = 244 mg/dl. Caller stated customer went to an appoinment with their doctor. Doctor's device = 44 mg/dl. There was a one hour time frame between testing. Caller stated customer was given orange juice as treatment for low blood glucose symptoms. No controls used. A request was made for return product and replacement product was sent.